Manufacturer narrative:
The device was not returned for analysis as it was reported to have been discarded at the site. Multiple attempts have been made to get additional information, however, our attempts have been unsuccessful. Since the device was not returned, we are unable to perform further root cause analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that it was suspected that a marker of the device used during the procedure was left within the treatment vessel. During the procedure, the optimo 9fr was delivered to the internal carotid artery (ica), then marksman with penumbra ace68 were delivered by using chikai 14 guidewire. One pass was made at internal carotid (ic) with solitaire 6-40, and one pass at m1 with solitaire 4-20. The target vessels were revascularized and the procedure was completed. Post procedure, CT scan confirmed there was flashing white object near the treatment vessel. It was determined from the scan that there was no sign of hemorrhage, but it was suspected that a marker of the device used during the procedure was left within the treatment vessel. All the markers of the solitaire devices were confirmed intact through angiographic image at the end of the procedure, but investigation has been requested. Marksman and penumbra were scrapped on site and not available for return. The patient is asymptomatic.